Event description:
It was reported that this patient reported to be symptomatic to pacing. It was discussed that the sudden brady response episodes and the right atrial {ra) unipolar pacing programming could be affecting to the reported odd feeling. Noise was observed at the ra lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).